Event description:
Rn removed the guidewire used to guide the spy scope into the appropriate area and passed the laser probe down the spy scope. The laser probe got stuck in the spy scope and would not advance into the pancreatic duct. In an attempt to resolve this problem, the md removed the spy scope from the duct and advanced the laser probe out of the spy scope. Md then tried to recannulate the pancreatic duct but he was unsuccessful. The stone was not visualized again with his reattempt. The procedure was terminated. The facility has had previous problems with the product because of its blunt tip. It makes it extremely difficult to push through the pancreatic duct.======================manufacturer response for slimline gi 365 probe, slimline gi 365 probe (per site reporter).======================manufacturer was aware of the problems with the tip. They redesigned and came out with a new bullet shaped tip instead to make it easier to push through the duct. The manager contacted our rep who was able to send out a box with the new tips before the next case the following day.